Manufacturer narrative:
A visual examination revealed that the both urethane tips exhibit evidence of being present, intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. No anomalies were observed.the entire length of teflon sleeve (ptfe jacket) was examined (tactile method). It was noted that the ptfe sheath exhibits evidence of being damaged thereby exposing the core wire approximately 2 cm proximal from distal section(flare). Upon closer examination, the ptfe jacket surface indicates that the coating surface had come into contact and/or rubbed against a heated object dissipating this section. Except where noted, the specimen appears visually correct, the incident device does not present any indication of manufacturing defect or anomaly.the complaint was analyzed and confirmed. The root cause of failure could not be determined with certainty; there is a high likelihood that the most probable cause for the failure reported appears related to be caused by other device.a labeling review was performed and no anomaly was found. The directions for use(dfu) under caution statement states:"if the guide wire is removed during sphincterotomy, turn the electrosurgical generator power down, remove the wire, and gradually increase until acceptable cutting effect is achieved".

Event description:
It was reported to boston scientific corporation that a dreamwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2009 (age, gender and weight unknown). According to the complainant, the dreamwire was positioned within the common bile duct for cannulation. However, it was noticed that the coating on the dreamwire was peeling. The peeling occurred at the junction of the 10cm dream tip and the body of the guidewire. The physician confirmed that no pieces from the guidewire coating fell into the patient. The guidewire was removed from the patient an a second dreamwire was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation that a dreamwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6)2009. According to the complainant, the dreamwire was positioned within the common bile duct for cannulation. However, it was noticed that the coating on the dreamwire was peeling. The peeling occurred at the junction of the 10cm dream tip and the body of the guidewire. The physician confirmed that no pieces from the guidewire coating fell into the pt. The guidewire was removed from the pt and a second dreamwire was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. These codes were selected by the manufacturer based upon info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).